Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 28-aug-2018 device evaluation: the device has been returned and evaluated by product analysis on 10-aug-2018 with the following findings: the pump's black box data showed no evidence of short battery life. The pump powered on with no issues. The battery compartment was found to be cracked. The pump's current draws were within specifications. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.